Event description:
It was reported that during follow-up of an asymptomatic patient, the left ventricular lead was found to have dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.